Event description:
Per the clinic, the patient experienced a bacterial infection at the implant site and was treated with oral and topical antibiotics (duration not reported). The implanted device remains. This report is submitted on july 11, 2023.